Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported occlusion alarm which was not reproduced during testing. The device was tested for both upstream and downstream occlusion detection with passing results. A review of the event history log identified upstream occlusion messages which verifies the reported issue. Troubleshooting found no cause and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.